Event description:
The instrument was used during a laparoscopic tubal ligation. It was reported the 2nd year resident (different than surgeon of record) was inserting the 511sd. During the insertion, the patient's external iliac was punctured with <1mm mark. The surgeon noted after 15 minutes a large retroperitonal hemotoma. The case was converted to open and a vascular surgeon was called in to do repair. Patient doing well at this time. Family upset about incident. 3/10/97 surgeon was performing a laparoscopic tubal ligation. At the time the trocar was inserted there was bleeding and, therefore, an exploration was carried out. There was an injury to the right iliac artery. This was controlled and repaired. The patient is presently doing satisfactorily, however, recovery is somewhat slow. Permanent sequelae are not expected. The trocar was not saved for our inspection. The physician is not certain that there was any problem with the trocar.